Manufacturer narrative:
The problem was due to a component failure (compact charger). We are unaware about patient injury.

Event description:
The laser system has the following problem: "unit popped circuit breaker upon startup before case started. Tried to turn laser back on but it would not stay powered." No adverse effects to patient were reported.